Event description:
It was reported that pump battery depleted too quickly, lost significant charge each day, and once battery reached low level it drained rapidly and caused pump shutdowns that interrupted insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or resolution of the event.